Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed, and the device failed the displacement test. The blood glucose reading was 320mg/dl. Advised that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.